Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: mc1vr01-delsys, serial number: (B)(4), use by date: 2019-apr-28, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician noted that the delivery system¿s curve deflection was ¿weaker than usual.¿ when the sheath was removed from the delivery system, fluoroscopy showed that the leadless implantable pulse generator (ipg) was already deployed even though the deployment button was not pressed. The physician removed the system for inspection and felt something ¿unusual with the deployment button,¿ but the system was inserted back into the sheath. When the tip of the delivery system was advanced inside the sheath, the handle made a cracking sound. At the same time, the deployment button had slid from the retracted position to the deployment position on its own. The ipg system was then explanted and replaced. After the procedure the physician pressed the button back to the retracted position using normal force, but approximately 5 mm remained. When the button was pressed by force, it advanced, but the catheter tip was slightly curved as if the deflection button was pulled lightly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and the delivery system articulates, when articulation is released, the system shaft is slightly curved. Blood was observed on the shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted when the deployment button is depressed, the crackling noise experienced is from the delivery system stability member and is considered normal. Deployment of the device can only occur if the deployment button is depressed to move from the unlock position to deploy the device from the sheath. If information is provided in the future, a supplemental report will be issued.